Event description:
Reportedly, interrogation cannot be performed with the subject programmer: the implant is detected by the programmer but error messages appear when it is attempted to launch a session.

Manufacturer narrative:
Due to a human error upon reception, the device was repaired before any investigation could be performed.

Event description:
Reportedly, interrogation cannot be performed with the subject programmer: the implant is detected by the programmer but error messages appear when it is attempted to launch a session.